Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: 7278 implantable cardioverter defibrillator 2005-(B)(6), 6947 implantable tachy lead 2009-(B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead had a suspected fracture with high impedance, no capture and noise on the lead signal seen on the analyzer at time of testing. The ra lead was capped and not replaced. No patient complications have been reported as a result of this event.